Event description:
It was reported revision surgery was performed.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The associated device was not returned. A review of complaint history revealed no prior complaints for this device. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.